Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.